Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an upstream occlusion when an upstream occlusion wasn't present. The reported problem was found during flow rate accuracy test in the agility coe 801. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available. Corrected information d10: the device was received by the manufacturer on 01/30/2020. Patient code 2199 has been replaced by 2645. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which were reproduced during evaluation. Multiple events of upstream occlusion were verified through a review of the event history log and found to be caused by an out of specification ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.